Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2022 in order to remove the excess skin and replace the abutment. The implanted device remains.